Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue. The reported advised that they were attempting to perform cough therapy when the reported issue was observed, and when the touchscreen became unresponsive they were able to place the patient on a different ventilator.

Manufacturer narrative:
H6:  the device was evaluated by ventec where the reported issue of the lcd touchscreen locking up and becoming unresponsive could not be duplicated.  Ventec downloaded the device's electronic records for analysis and did observe one instance of a "forced" power off, which can be indicative of a potential touchscreen issue.  The date of the forced power off was many months after the date of the alleged patient event, however, and there were no forced power off events noted on the actual date of event.  All attempts to recreate any touchscreen issues by ventec were unsuccessful.  As a precaution, ventec replaced the lcd touchscreen and control board.  Proper device operation was observed through functional and performance testing.  The cause of the reported issue could not be conclusively determined.